Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a keyboard defect. We are considering this as a defect of the keypad/buttons. No pt involvement.